Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient on 2017-08-08. The hcp reported that the device wasn¿t turning on. The hcp reported that the patient was reprogrammed by a manufacturer¿s representative (rep). No further complications were reported.

Event description:
The consumer reported that the device stopped working for the first time and would not turn back on. The charger said it was at about half charge. The indication for use was failed back surgery syndrome. No patient symptoms reported.